Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-24018. The patient received two scs leads with the same lot numbers. It was reported that the patient experienced auto-reduction. Diagnostics indicated multiple invalid lead impedances and one low lead impedance contact. Reprogramming was unsuccessful as stimulation could not cover the patient's pain areas. X-rays did not reveal any anomalies. Surgical intervention may take place at a later date to address the lead issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.